Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during pre-use check of a smiths medical portex® clear pvc, soft seal® cuff tracheal tube, the cuff was noted not to inflate. There was reported resistance through it. No adverse patient effects were reported.

Manufacturer narrative:
One used portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube was returned for evaluation. The sample was received with its original open packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were observed. The sample was tested for occlusion by manually inflating with a syringe. The sample presented resistance to inflation and deflation of the cuff. The tube section where the line is inserted was cut off from the tube. It was confirmed that there was a partial occlusion in the assembly of the inflation line. The most probable root causes are: thf excess between inflation line and tube. Lack of detection by the production personnel. The following actions were taken: re-training to manufacturing personnel in the procedure.